Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the severely tortuous and moderately calcified proximal to mid right coronary artery. After ablation was performed with 1.5mm rotalink device, a 10mm x 3.50mm wolverine coronary cutting balloon was selected for post dilation. However, it was noted that the balloon ruptured upon first inflation at 6 atmospheres due to calcification. The procedure was completed with another of the same device. No complications were reported and there was no patient injury.